Event description:
Foot pedal does not always work. Per csi trumbull risk related to reported condition-intermittent output could stop any cutting of tissue or hinder the ability to cauterize the tissue to stop bleeding. No patient involvement reported per recall acknowledgement form. Leep precision generator lp-20-120 e-complaint (B)(4).

Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported condition.

Event description:
Foot pedal does not always work. Per csi trumbull risk related to reported condition-intermittent output could stop any cutting of tissue or hinder the ability to cauterize the tissue to stop bleeding. No patient involvement reported per recall acknowledgement form. 1216677-2022-00023 leep precision generator lp-20-120 e-complaint-(B)(4).

Manufacturer narrative:
Investigation: x-review DHR: x-inspect returned samples. *analysis and findings: complaint (B)(4). Distribution history: this complaint unit was manufactured at csi on 07/24/2015 under wo 177428 and shipped on 08/24/2015. Manufacturing record review: DHR 177428 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition. Product receipt: the unit was not returned on RMA #326253 as of 03/15/2022. Should it be returned the RMA will be the record of receipt. Visual evaluation: complaint unit was identified as a recall unit and to be processed accordingly. No additional evaluation is required as the issue has already identified this unit as a potentially affected. Functional evaluation: complaint unit was identified as a recall unit and to be processed accordingly. No additional evaluation is required as the issue has already identified this unit as a potentially affected unit. Root cause: the failure mode on other units was determined to be due to a lack of isolation from the cut signal when operating the coag function. This unit has been identified as a recall unit. *correction and/or corrective action: the recall ensures the units' board will be updated to the latest revision under a re-work wo #, tested to specifications and returned to the customer. Additional corrections in regard to CAPA 744 was the release of ecn 24379, updating a test procedure, re-working relevant units in wip and recall 1216677-09-03-2021-003 was initiated. The RMA will be remain in place to receive the unit should if arrive at a later time and this complaint can be updated accordingly.